Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected. During insertion, it was noted that the shaft broke within 15 centimeters from the hub. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.